Event description:
It was reported that the user experienced hyperglycemia with a highest blood glucose of 342 mg/dl with sustained elevation for approximately 1¿2 hours following a meal while using the ilet, during which the cgm displayed a rising trend and issued alerts above 300 mg/dl for over 90 minutes; a fingerstick measured 207 mg/dl, the pump was calibrated, and the user elected to change the tubing only, after which glucose returned to 114 mg/dl. Investigation included customer technical support and troubleshooting of infusion delivery and sensor calibration. Investigation of this case revealed a transient hyperglycemic event with cause unclear, with potential contribution from infusion delivery or cgm-pump discrepancy addressed by tubing replacement and calibration. Symptoms included no reported clinical effects. Outcomes included no medical intervention and user injury. It was concluded that the event resolved with troubleshooting with agent. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.